Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the posterior tibial artery with heavy calcification. The winn guide wire was advanced; however, resistance was noted with the calcification in the vessel prior to crossing the target lesion. The guide wire was pulled back, but resistance was noted with the guiding catheter, and the tip stretched and then separated inside the guiding catheter. The guide wire and guide catheter were removed as unit, with the separated tip. No portion of the guide wire remained in the patient. As the access was lost, the procedure was discontinued. The patient was confirmed to be stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment and the reported stretched coils were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced interaction with the heavily calcified anatomy resulted in the reported failure to advance. Interaction with the guiding catheter as the guide wire was pulled back resulted in the reported/noted tip damages (stretched, wavy) and ultimately resulted in the reported/noted detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.